Event description:
Centralized pt monitoring was lost on some pts for approx 5-8 minutes. During that time, bedside monitoring utilizing the bedside pt monitoring devices continued normally.

Manufacturer narrative:
The device is an installed centralized pt monitoring system, that utilizes a sun microsystems computer as the central processing unit (cpu). This user facility has a high availability (ha) pair of cpus, that run in parallel to reduce the possibility of the loss of centralized monitoring should one cpu malfunction. If one cpu malfunctions, the system automatically switches-over to the second cpu to continue centralized monitoring. In this event the primary cpu of the ha pair rebooted due to an apparent over-temperature condition in the cpu's power supply unit (psu). Analysis of the device's internal log files showed that the last monitored pt switched-over to the backup cpu one minute and 24 seconds, after the message indicating the psu over-temp condition. This switchover time is typical and within specification. However, more analysis is needed to conclusively determine that every pt reconnected within that time period. When the problem cpu returned to monitoring following its reboot, all pts immediately reconnected and were actively monitored. Although some pts reportedly did not immediately connect to the acuity system for centralized monitoring during the computer reboot period, patients' vital signs continued to be monitored by the bedside monitors. Bedside monitoring of the vital signs of all pts continued uninterrupted during the reboot period. There were no pts harmed in any way by the event. The term event is used here (and in the codes in block h6 of form 3500a) to mean the loss of centralized pt monitoring.